Manufacturer narrative:
(B)(6). Aleem, alexander w.; feeley, brian t.; austin, luke s.; ma, c. Benjamin; krupp, ryan j.; ramsey, matthew l.; and getz, charles l. Aleem et al. ¿effect of humeral component version on outcomes in reverse shoulder arthroplasty.¿ blue journal (2017) volume 40, number 3, pp. 179-186. The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device remains implanted.

Event description:
It was reported in a journal article that one patient who had humeral component version of 10° required shoulder arthroplasty revision due to recurrent instability of the prosthesis. The patient was revised with a thicker polyethylene liner. Attempts have been made and no further information has been provided.